Event description:
On (B)(6) 2015 customer claims he believes the sonicare broke his tooth. He claims it is the cause of him loosing a piece of his right, bottom tooth on (B)(6) 2015.

Manufacturer narrative:
On (B)(6) 2015 consumer states that she has been using the unit for 2 weeks. Consumer states that she went to a dental school and they filled the tooth. Consumer is unsure how the tooth was chipped, however, believes that it was caused by the toothbrush. Consumer states that her last visit to the dentist was in (B)(6) 2013 due to a problem with her wisdom teeth. Consumer states that she did not get her teeth cleaned during that visit. Consumer has agreed to return the unit for evaluation.